Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient informed the mss that is testing frequency is 6-8 times daily and manages his diabetes with an insulin pump (novolog). The patient reported the alleged issue began on (B)(6) 2011 at 12:30pm. The patient reported alleged inaccurate readings of "59, 83, and 139 or 159 mg/dl" with the subject meter, performed within 20 minutes of each other; which was not within his normal blood glucose readings of "80-110 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient stated he did not take any action regarding his diabetes regimen at the time the alleged issue began, but responded to drinking a box of orange juice (20 ml) due to the reading of "59 mg/dl". The patient confirmed 25 minutes after the alleged issue began, he felt a headache, was sweaty and jumpy; which he associated as high blood sugar symptoms. At approximately 1:30pm-140pm later that day, the patient clarified and confirmed he drove home to test on his back up meter (onetouch ultra2 meter) and obtained a reading of "250 mg/dl". In response to his symptoms and the reading of "250 mg/dl", the patient stated he administered 3 units of novolog insulin. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, the results obtained were from an approved sample site, and the correct test strips were used. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he obtained inaccurate readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k082590.